Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during dilatation to rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient's status was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge mr, ous 3.50mm x 12mm was returned for analysis. A visual, tactile and microscopic examination was performed. A visual and tactile examination identified multiple kinks along the hypotube. An examination of the inner/wire lumen identified that the lumen was compressed between the proximal and distal markerbands. A microscopic examination of the balloon material identified a 12mm longitudinal tear along the main body of the balloon. A microscopic examination of the proximal and distal markerbands identified no damages.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during dilatation to rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient's status was good post procedure.